Event description:
Unomedical reference number (B)(4). Event occurred in (B)(4). It was reported that patient faced an issue with infusion set cannula was bent. The issue was occured on (B)(6) 2024. The blood glucose level was high due to bent cannula. The insertion site was abdomen. The blood glucose level was 300mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. . No further information available.